Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the base. A piece measuring approximately 0.084" x 0640" was found to be broken off and was not returned with the instrument. Additional observation: the instrument was placed to an in-house generator and it failed the energy recognition test. The energy recognition failure of instrument was related to a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a message to reduce pressure on the blade of harmonic ace instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information: the surgeon could not confirm if the reported failure of broken component on harmonic ace instrument occurred outside of the patient's body. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.